Event description:
Olympus was reported that the ptfe pad fell off and the piece of the pad was retrieved. The physician replaced the subject device with a different unit of same model. The procedure was completed. There was no pt harm reported. There was no harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the ptfe pad was severely worn and the tip of the ptfe pad was partially lost. There was a contact mark of the probe and jaw. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation, while the ptfe pad was severely worn, the physician rasped nothing in the grasping section (including after the tissue separated) and continuously activated output in seal and cut mode without firmly grasping the grip handle and control handle. While the pad was wearing, it is possible that a lot of small wear pieces were produced and turned into a mass, and the mass fell off inside the pt. The contact mark occurred due to activating output with grasping a thick and hard tissue and twisting, but it was not identified when the marks occurred. The instruction manual of thunderbeat scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.